Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted in 2017 due to unspecified reasons. A new aus device was later implanted on (B)(6) 2020. Additional information received states the device was explanted because the patient remained incontinent and he wanted a new aus device.